Manufacturer narrative:
Upon further review, it was determined that "intervention required" should have been selected. It was also determined that this event is now reportable for serious injury. Serious injury was selected.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3389s-40, lot# va16a1q, implanted: (B)(6) 2016, product type: lead.

Event description:
The patient reported that one lead was broken when they went to connect the implantable neurostimulator (ins) during implant. She was not sure if the damaged lead was removed or not, but assumed they did. The left wire was connected, which handled the right side of her body. However, the right side was not the side that she had problems with prior to implant, but now she was starting to have problems on that side. The wire down her neck was so tight, but she noted her neck had always been tight. However, the tightness was getting worse within the last two weeks of (B)(6) 2016 and she was also having a burning sensation there. It was so tight that she may have pulled it out of place. The patient asked for assistance to use her programmer to turn the ins off to see how she responded. She was able to turn the ins off and did not notice any immediate changes to symptoms. She later thought she could write a little better when it was turned off. The patient had an appointment scheduled for (B)(6) 2016 with her surgeon and had plans to have a second system implanted on the other side. The healthcare provider (hcp) later reported that the system was interrogated with a manufacturer controller and the right electrode was found to be severed during ins placement. The patient was referred back to neurosurgery. The cause of the broken lead, and if it was resolved, was unknown. The patient's indication(s) for use were parkinson's dual and movement disorders.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the patient underwent a right side electrode replacement and reprogramming on (B)(6) 2016. It was also confirmed that during the implantable neurostimulator (ins) placement on (B)(6) 2016, the lead wire was found to be broken. The hcp stated that the issue has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.